Event description:
The caregiver (cg) contacted baxter's technical service center regarding assistance reviewing the programmed therapy, which occurred on the homechoice (hc) during use during fill 1 of 10. The patient was connected. The cg requested assistance reviewing the therapy on the hc. The hc had 10 cycles, and the cg stated it should have 5 cycles. The baxter technical service representative advised the cg to stop therapy and contact the registered nurse for assistance in changing the programming. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011, regarding the report of the hc displaying 10 cycles when it should be 5. The patient stated that the issue had since been resolved. The patient contacted their dialysis clinic and was able to get everything straightened out. The patient stated they were unable to determine what caused the change in cycles. The patient stated they have been continuing therapy on the cycler successfully since then. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for program changed by device was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition.

Manufacturer narrative:
(B)(4). The device is not available for evaluation at this time. Should additional information become available, a follow-up report will be filed.